Event description:
On 3/22/2022, it was reported by a sales representative via email that an ar-3670 fibertak biceps implant system drill bit got stuck in the drill sleeve and when surgeon tried to forcibly take them apart, the drill bit broke inside the sleeve. This was discovered during a joint reconstruction on (B)(6) 2022. Nothing broke inside this patient and case was completed using another ar-3670 fibertak biceps implant system from a different lot number.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.